Event description:
It was reported that a homechoice device experienced an unspecified alarm during an unspecified phase of peritoneal dialysis therapy. The patient was connected to the device at the time of the alarm. The technical service representative assisted the patient with ending therapy. The patient planned to continue with their therapy the following night. There was no patient injury or medical intervention associated with this event. Additional information is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.